Event description:
This rv lead was implanted on (B)(6) 2005, and remains implanted at this time. The patient developed an infection. And lead extraction will be scheduled at a later date. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).